Event description:
The customer reported that the pt monitor's spo2 alarm status was turned to off without user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported complaint notes that the bedside monitor's display is no longer showing the spo2 numeric and the spo2 alarm is off. No further info was supplied whether an inop alarm (audio/visual) occurred or whether an inop was acknowledged when spo2 measurement ceased. The diagnostic monitor logs were not made available for further investigation. No functional testing of the pt monitor was requested by the customer. The root cause for the spo2 alarm to be in the off position when no changes have been acknowledged by the user is unk. The spo2 measurement is displayed in numeric form together with a corresponding waveform on the monitor's display. The monitor is designed to give an inop if there is any non-standard operation condition, like the sensor coming off of the pt finger. If the inop is acknowledged, the monitor is designed to turn off the parameter. The inops and acknowledgement are adequately described in the device labeling (IFU). There were no subsequent reports of a similar failure reported using spo2 monitoring with the cited monitor. The available info is not sufficient to support that there was any malfunction. Review of similar complaints since (B)(4) 2010 shows that there is no design, mfg, material, or labeling problem related to this report. No further investigation or action is warranted.